Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was not bright. Reportedly, the touchscreen appeared to be "more gray" instead of black. Additionally, the pump was still functional and pump features were not blocked. The customer's blood glucose level was 171 mg/dl.